Event description:
A customer contacted stryker to report that their device powered off during bluetooth transmission. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service technician evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed. The reported issue was verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off during bluetooth transmission. There was no patient use associated with the reported event.